Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 4968-35 implanted: 2006 (B)(6). (B)(4).

Event description:
It was reported that there was a lead integrity alert due to oversensing (sic) and high rate non-sustained ventricular tachycardia. It was noted that there was double counting of the r waves. There was no noise or high impedance noted so no changes were made and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.